Manufacturer narrative:
Section h4: additional information. Section h5, h8: correction. Manufacturer's investigation conclusion: the reported event of a no external power and low voltage hazard alarm was confirmed via the submitted log file. The log file contained approximately 10 days of data (B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured a no external power and low voltage hazard alarm on (B)(6) 2020 at 11:28:23 due to a temporary loss of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The loss of external power did not affect the controller¿s ability to operate the pump at the set speed. The alarms were resolved when power from the mpu was restored. Additional information provided stated that the patient mentioned that a power outage had occurred; however, the exact date of the power outage was unknown. The root cause of the reported event appears to be a power outage at the patient's home; however, this could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mpu, serial number (B)(6), was shipped with a locking (v-lock) ac power cord. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) , under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis captured a low power hazard and no external power alarms on (B)(6) 2020 when mobile power unit (mpu) power was interrupted. Additional information states that patient is not using the locking version of the mpu ac power cord, but will receive it in a couple of days. Patient had mentioned about power outage but is not able to remember the exact date.